Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had intermittent stimulation. The pt had two programs, and the therapy impedance for both programs were normal. The pt had a history of multiple falls. Reference electrodes were used to confirm out of range impedance measurements. No x-ray was performed as the problem electrodes could be programmed around. The situation was resolved to the pt's satisfaction with reprogramming.